Event description:
It was reported that during a da vinci-assisted surgical procedure, c-34 errors on the erbe generator were observed. A technical support engineer (tse) had the site restart erbe with no change. Site had tried a different instrument with not change. Tse had site do hard restart of vision side cart (vsc) with no change. The tse advised site to try an external generator and site stated they would like to try another tower. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and found the integrated esu to generate an activation has been interrupted due to error message (c-54). The esu was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the reported error. The returned esu was placed on an in-house system and run in normal mode. During the evaluation, error c-54 generated due to an electrical/fiberoptic defect with a root cause classification of component failure.